Event description:
During follow-up, t-wave oversensing was noted on the device. The session records were sent to technical support, and device reprogramming was suggested to resolve the issue. Device reprogramming was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing was noted on the device. The session records were sent to technical support, and device reprogramming was suggested to resolve the issue. Device reprogramming is anticipated at the patients next follow-up. The patient was in stable condition.